Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd pen needle the device was difficult to operate, device not working or functioning. The following information was provided by the initial reporter. The customer stated: "the male patient found the disposable injection pen could not rotate when he needed drug injection therapy due to his condition." No harm to the patient reported.

Event description:
It was reported when using the unspecified bd pen needle the device was difficult to operate, device not working or functioning. The following information was provided by the initial reporter. The customer stated: "the male patient found the disposable injection pen could not rotate when he needed drug injection therapy due to his condition." No harm to the patient reported.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.